Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance of the device, upon boot-up of the heart lung machine, the central control monitor (ccm) screen was blank. There was no patient involvement.

Manufacturer narrative:
Per the fsr, upon bootup, the pump screens turned on but the ccm was blank. The system was rebooted and the ccm remained blank. The fsr turned the machine off and after about 15 minutes turned the system on again and the screen was working. The fsr replaced the power inverter board. The unit operated to the manufacturer's specification.